Event description:
It was reported that the pacing lead impedance has been increasing since (B)(6) 2016. Capture thresholds has also increased. Patient was asymptomatic. Lead will be replaced.

Event description:
New information received indicated that patient presented in the hospital after receiving appropriate vf therapy. The pacing lead impedance continues to rise, as well as capture thresholds. There were no other electrical anomalies. Patient will be monitored normally.